Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. The device was not returned. A device analysis could not be completed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion twice while infusing zofran. The bag height was 24 inches. This occurred in the outpatient treatment facility. There was no report of patient injury or medical intervention associated with this event. No additional information is available.